Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient said that these are causing bleeding. No medical attention reported". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that "patient said that these are causing bleeding. No medical attention reported". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Referring to the process of this product, flocath quick coude xrn220600160 undergo surmodics coating process with uv and heat curing, followed by silicone oil wipe to ensure the shaft lubricity for smooth insertion. Curing and adhesion of the coating layer on the catheter shaft is ensured by conducting coating presence test on the product batch with 3 pieces sampling every 2 hours. A device history record review was performed, and no relevant findings were identified. Input of the coating process also monitored (ie. Solution viscosity and uv light intensity) ensured to be within the validated range. The customer complaint could not be confirmed as no representative sample is provided for investigation and due to established process control. Teleflex will continue to monitor and trend for reports of this nature.